Manufacturer narrative:
There was no device returned to olympus for evaluation/investigation since there was no malfunction and the esg-100 electrosurgical unit is still being used by the user facility. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, it was reported that the hf cable was accidentally not connected between the polypectomy snare and the esg-100 electrosurgical unit. As a result, the patient's gastric mucosa was cut mechanically and bleeding occurred. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the esg-100 electrosurgical unit without showing any abnormalities. The case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes and the user will be retrained to correctly use the olympus medical devices.

Event description:
Olympus was informed that during a therapeutic endoscopic mucosal resection (emr) or polypectomy procedure (exact procedure uncertain), the surgical team accidentally did not connect the hf cable between the polypectomy snare and the esg-100 electrosurgical unit. As a result, the patient's gastric mucosa was cut mechanically and bleeding occurred. This bleeding was stopped by clipping and the intended procedure was canceled. Furthermore, bleeding re-occurred during the following night which had to be stopped during another endoscopic procedure.